Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing episodes due to noise along with high impedance. The noise could not be reproduced by lead provocative tests. Patient will be continually monitored. Patient was stable and experienced no adverse health consequences.